Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing diaphragmatic stimulation presented in clinic; the stimulation could not be reproduced in the clinic. The patient had pericardial effusion of unknown etiology. No intervention was performed. The patient was doing fine post event.